Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device experienced an irrigation issue that could lead to overheating. 7 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale: 9 events were previously reported during the reporting quarter; however: 10 events should have been reported; 1 event was inadvertently excluded. 10 reported events are included in this follow-up record. Product return status: 5 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by a faulty irrigation/pinch valve. 1 device had the set screws adjusted. 1 device was found to be affected by a damaged power supply board (psb). 1 device had no problem found.

Event description:
This report summarizes 10 malfunction events in which the device experienced an irrigation issue that could lead to overheating. 7 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 3 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status: 9 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 10 malfunction events in which the device experienced an irrigation issue that could lead to overheating. 7 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 4 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 1 device had the set screws adjusted. 1 device was found to be affected by a faulty irrigation/pinch valve. 1 device was found to be affected by a damaged power supply board (psb). 1 device had no problem found. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device experienced an irrigation issue that could lead to overheating. 6 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.